Event description:
Major pump unit(s) involved: external control system failure; pbu patient power cable. Specific component(s) involved: other component malfunction, specify other component: pbu patient power cable; causative or contributing factor: no specific contributing cause identified. Other intervention : type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction, specify